Event description:
The patient was undergoing a coil embolization procedure in the renal accessory artery using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil into the microcatheter, the physician noticed that the ruby coil pusher assembly was kinked, and the ruby coil unintentionally detached within the microcatheter. The physician then used a syringe to aspirate the detached ruby coil from the microcatheter. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was fractured, and the pull wire was retracted out at the fractured location. If the ruby coil is advanced against resistance, damage such as kink and subsequent fracture may occur causing the embolization coil to detach. Based on the reported complaint the root cause of resistance could not be determined. Evaluation revealed additional kinks on the pusher assembly and introducer sheath. This damage is likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.